Manufacturer narrative:
Based on investigation, the failure of the blade (fractured tip) was caused by the transmission of too high torsional and bending forces. Indications for material or manufacturing related problems were not found in the investigation.

Event description:
During surgery, the tip of the screwdriver had broken off when surgeon was implanting the screw. The procedure was completed successfully by using another screwdriver and no adverse consequences to the pt occurred.